Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an open sore under the right front electrode. The sore was described as red, raw, bloody, and oozing. The patient's home health aid used betadine swabs on the sore. The patient decided to stop using the lifevest until the sore is healed. Follow-up indicated that the patient reported skin condition had been healing.